Manufacturer narrative:
At the time the patient came in complaining of pain, the cause of pain was unknown. The surgeon scheduled a revision for (B)(6) 2016 and, during the revision, he found that the patient was unstable. Additional information received on (B)(6) 2016 and includes: the surgeon upsized the poly and resurfaced the patella. The surgery was completed successfully. Batch reviews performed on 14 november 2016. Lot 110076: (B)(4) items manufactured and released on 08 april 2011. Expiration date: 2016-02-29. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk-revision patella resurfacing size 3, code 02.07.0035rp, lot. 110866 (k090988) (B)(4) items manufactured and released on 31 may 2011. Expiration date: 2016-04-30. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any similar reported event. On 15 november 2016 the medical affairs director performed the following investigation: secondary replacement of the tibial insert reportedly due to instability. During this operation, the surgeon saw fit to resurface the patella. Both these additions to the previous surgery are possible consequences of known adverse events such as developmental knee instability, often caused by subsequent ligament laxity. There is no clue that suggests defective devices to be responsible for the last intervention.

Event description:
The patient came in complaining of pain. The surgeon found that the patient was unstable.